Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of an impending rupture of a thoracic aortic aneurysm. Aneurysm morphology was reported to be hourglass shaped, measuring about 7 cm in diameter proximally and about 4.5mm distally. It was reported that the stent graft implant was built from the bottom. The physician implanted another MFR's stent graft first, the extended the implant proximally with a 46 mm diameter x 46mm diameter x 114 mm length talent thoracic stent graft. The physician stated that the stent graft was implanted distal to the left subclavian artery. At the time of deployment of the proximal talent stent graft, the physician noticed that the bare spring of the device was aligning perpendicular to the aortic wall. The clinical specialist in the room advised the physician to pull the system back and instead, the physician continued to pull back the sheath and deploy the device. This resulted in a misaligned deployment of the device. (Ref MDR 2953200-2008-00946). It was reported that there was a type 1 endoleak, so the physician attempted to correct this by placing an additional 46mm diameter talent thoracic open web stent graft. They started deployment with the 46mm diameter talent stent graft, and again, the device showed the tendency to misalign. They pulled back the system according to the IFU and the misaligned deployment was corrected; however, in doing so, the stent graft was deployed distal to the target. As a result, they were unable to achieve a satisfactory seal zone. The physician mentioned that the aneurysm was excluded and that the pt was doing well. Films have been received and the evaluation is pending. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: other, (pending film evaluation). Secondary intervention. Misaligned deployment.